Manufacturer narrative:
(B)(4). Date sent 1/15/2025. D4 batch #641c31. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and a 6r45b reload loaded into the device. The reload was received partially fired 1/10 and the lockout spring normal. During the mechanical testing, it was noted that the firing mechanism on the devices was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 641c31, and no non-conformances related to the reported complaint condition were identified. A manufacturing record evaluation was performed for the finished #ats45, with lot/batch #a9e29n , and no non-conformances were identified.

Event description:
It was reported that during a nephrectomy the stapler didn't fire, they opened a new one and it worked. The surgery was delayed 3 minutes. The procedure was successfully completed. There were no patient consequences.